Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of foreign material in the device.

Event description:
Note: this report pertains to four autotome rx 39 used in the same procedure. It was reported to boston scientific corporation that an autotome rx 39 was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the preparation, the autotome was not bowing at the distal end of the device and was instead bowing near the handle of the tome. The procedure was completed with another autotome rx 39. There were no reported patient complications as a result of this event. Note: photos of the complaint device outside the patient were provided by the customer and shows a rust like material in the device.

Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of foreign material in the device. Block h11: (investigation results) the returned autotome rx 39 was analyzed, and a visual evaluation noted no evidence of foreign material and no visible damages to the device. No other problems with the device were noted. With all available information, boston scientific concludes the reported event of foreign material present in the device was unable to be confirmed. The product analysis revealed that the device in the unopened pouch did not have any visible damages or evidence of foreign material. Based on all gathered information, the most probable root cause is no problem detected.

Event description:
Note: this report pertains to four autotome rx 39 used in the same procedure. It was reported to boston scientific corporation that an autotome rx 39 was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the preparation, the autotome was not bowing at the distal end of the device and was instead bowing near the handle of the tome. The procedure was completed with another autotome rx 39. There were no reported patient complications as a result of this event. Note: photos of the complaint device outside the patient were provided by the customer and shows a rust like material in the device.